Manufacturer narrative:
Based on review of the provided calibration and quality control data, a general reagent issue was not suspected. The cause for the difference in results between the e 601, e 602 #2, e 601 #3 could be due to transport, storage, or sample handling conditions of the sample between testing. Further investigations of sample material were not possible as there was no remaining sample volume available.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained about questionable elecsys ft3 iii results for a patient sample on the cobas 6000 e 601 module. Of the data provided there were erroneous elecsys ft3 iii (ft3 iii), elecsys ft4 ii assay (ft4 ii), and elecsys tsh assay (tsh) results for the sample on the e 601 and reported outside of the laboratory. The patient sample was repeated on second e 601 analyzer (e601 #2) at a second site. On (B)(6) 2017 the patient sample was repeated on a third e 601 analyzer (e601 #3) at a third site. Please see the attachment to this medwatch for relevant erroneous patient data. This medwatch will cover the customer¿s e 601. (B)(6). There was no allegation of an adverse event. The ft3 iii reagent lot number was 22700101 with an expiration date of 03-mar-2018. The ft4 ii reagent lot number was 26563101 with an expiration date of 30-sep-2018. The tsh reagent lot number was 26017103 with an expiration date of 31-mar-2018.